Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Initial reporter name and address: (B)(6). PMA/510k: PMA/510(k) #- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, when testing a ncompass nitinol stone extractor prior to a ureteroscopy, the basket would not open or close properly. A new device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Correction: h6 (annex g). Event summary as reported, when testing a ncompass nitinol stone extractor prior to a ureteroscopy, the basket would not open or close properly. A new device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use, manufacturing instructions, and quality control data. A device failure analysis was conducted on the returned device: complaint device was returned in an open package with label and shipping tray. A surface inspection did not show any signs of bends or kinks. Approximately 3 cm from the distal tip in the flexible section of the basket it felt like the basket was bunched up. The handle was in closed position and would not move to open position. The handle was taken apart and another attempt was made to open the basket with no success. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows two other complaints associated with the complaint device lot. The failure mode of the two complaints were not related. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a basket that was closed and could not be opened. The basket was stuck inside the distal end of the basket sheath. It was likely the basket was deformed and became jammed inside the sheath when retracted. The cause for the basket deformation could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.